Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination for needle point issues and another 10 retention samples by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes dull needle point and sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "the needle was not piercing through the skin and blood leaked from the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was failure of product to contain blood. The following information was provided by the initial reporter. The customer stated: "the needle was not piercing through the skin and blood leaked from the hub."